Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he heard the insulin pump beeping. The customer removed the battery and the top screen symbols remained on the screen. The customer inserted a brand new battery and the symbols remained again. Nothing else changed on the screen and it continued to beep. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no audio/beep anomaly and no frozen screen noted. The pump was received with a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window.